Event description:
The staff had a problem clearing the catheter line and a port-a-cathogram was done. This showed a catheter fragment. The pt was admitted to the outpatient special procedures dept. For retrieval of the catheter from the right ventricle. This was uneventful.